Event description:
It was reported that the transfer set leaked. This occurred before peritoneal dialysis therapy. The leak noted where the transfer set was opened or closed (twist clamp). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.